Manufacturer narrative:
Additional information: block a1: patient identifier: (B)(6). Block h6: device code a0401 captures the reportable issue of sheath break. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a procedure performed on february 21, 2021. During the procedure, the access sheath was passed successfully into the field intact; however, it was noticed that the sheath had broken in the middle while in used. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on april 16, 2021: the device was used in the right ureter during a right ureteroscopy holmium laser stone extraction stent procedure. Reportedly, the sheath was noted broken during preparation and the procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a procedure performed on (B)(6) 2021. During the procedure, the access sheath was passed successfully into the field intact; however, it was noticed that the sheath had broken in the middle while in used. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.